Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for routine clinic follow-up. Upon interrogation noise on the atrial lead was noted, unable to reproduce. Evidence was found noise oversensing with inappropriate ams egms. The patient was asymptomatic before, during, and after the check. No reprogramming was done and would continue to be monitored.